Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis determined that the allegation against the lead was not confirmed based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor fractures. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing thresholds and that the patient experienced diaphragmatic stimulation. The lead was explanted. The lead was returned to manufacturer and was analyzed and that the high thresholds allegation was not confirmed - based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor fractures. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review.

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing thresholds and that the patient experienced diaphragmatic stimulation. The lead was explanted. No additional adverse patient effects were reported.